Event description:
The sales consultant reported a synframe guide rod that had a nut that had snapped. Consultant had lent this product to another sales consultant to use. It was noted he checked the set and the nut was not broken. The other sales consultant sent the product back and noted the product was broken when it was received. Consultants do not know how the nut broke to the synframe guide. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.